Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces.

Event description:
A us distributor contacted zoll to report that the patient developed an open wound from the ucor hfams patch. The patient described the area as broken, burning, and bleeding skin with a bruise. There was no alleged device malfunction contributing to the irritation. The patient's physician recommended to apply neosporin for the skin irritation. The outcome of the skin irritation is unknown.